Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that his sensor and blood glucose readings are off and he was getting threshold suspend alarm. Customer stated he calibrated about 8 times within the last 8 hours. The customer was educated what caused the alarms and was advised of calibration techniques. No further information provided.